Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had both high and low blood glucose level episodes. Customer's blood glucose level went over 800 mg/dl and went to urgent care. After 8 hours they could not bring his blood glucose level down, therefore he was admitted into the hospital on (B)(6) 2016. He was vomiting. The customer treated his blood glucose level with syringes. He had ketones. The customer was wearing the insulin pump at the time of the hospitalization. The high pressure test passed. The device was not returned.